Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported via our sales rep, about a patient which was treated with a femoral nail in 2008. At approx three months later, the patient came in with pain. An x-ray was taken and the surgeon observed that the locking bolt was broken. The patient refused. He will wait for the break of the second locking bolt. The surgeon assumes an overloading as a partial load of 20 kg was only permitted.